Manufacturer narrative:
D10: concomitant products: humeral stem or stemless (cat# 300-30-10 / serial# (B)(6). Reverse humeral tray (cat# 320-10-00 / serial# (B)(6). Reverse glenosphere (cat# 320-06-42 / serial# (B)(6). Reverse glenosphere baseplate (cat# 320-15-07 / serial# (B)(6). P/n: 320-42-00.

Event description:
As reported by the equinoxe shoulder study, the patient had a dislocation that occurred after surgery, required revision approximately 3 weeks postop. The event was resolved. Per clinical report the event is not related to the device or the procedure. This event report was received through clinical data collection activities and no device return is anticipated. No further information.

Manufacturer narrative:
D1: corrected d4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected medical device, component, and investigation clinical codes.